Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient experienced a sudden onset of a return of symptoms following a fall that occurred a few weeks ago; the patient had multiple falls in the past few months. It was also reported that the fall affected the patient's head. The patient was also stated to have become spastic and the consumer was unsure if the patient programmer was working correctly. It was confirmed that there was no medical tests or emi exposure that affected the device. The patient programmer was used to also confirm that the ins was on. The consumer also noted that the patient was "scheduled for the right side implant in (B)(6)".

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the patient saw the health care provider (hcp) on (B)(6) 2015. During the visit, it was reported that the patient's symptoms have progressed such that the patient's balance was a bit off, gait was a bit shuffling, there was an increase in fatigue as the patient was not sleeping well due to increased urination, and the patient's memory has worsened. Additionally, it was stated that the patient had mild masked fascies with mild hypophonic speech, and moderate bradykinesia with finger tapping bilaterally to the same degree. Occasional difficulty chewing and/or swallowing was also reported during this encounter. The patient returned to the health care provider (hcp) on (B)(6) 2015 and the following symptoms were reported: the patient felt a little more clumsy, fatigue, balance issues, dyskinesia, and pain/stiffness. A left hand resting tremor was also noted. On (B)(6) 2015 the patient again saw the hcp, but there were no new complains from the patient. It was noted, however, that the patient was having unbalanced control of his parkinson's disease so the possibility of placing bds electrodes in the right stn was discussed; the patient was only receiving unilateral dbs at that time. During a hcp visit on (B)(6) 2016, severe cellulitis in the patient's lower extremities that required IV antibiotics was reported. It was later stated that the cellulitis was due to a right leg wound that was caused by the patient being struck by a construction cart at home depot. The patient was also scheduled for the right dbs implantation surgery at this visit. It was also reported that the patient saw the health care provider (hcp) on (B)(6) 2016. During this visit, it was stated that the patient's cat jumped on him on the left shoulder and hit the implantable neurostimulator (ins) in the patient's chest. Following the ins being hit, the patient started experiencing increased tremors; the issue was occurring for two weeks. The dbs system was also evaluated at this visit and an open circuit on electrode #2 was found with very high current drain that was reported to be close to 4,000; the open circuit was reprogrammed around and there was an improvement in the patient's tremors. The hcp also stated that the patient was experiencing lower back pain that radiated to the legs for 3 months, and neurologic gait dysfunction since (B)(6) 2015. The patient was scheduled for right-sided deep brain stimulation (dbs) surgery in (B)(6). The following past medical history was noted: parkinson's disease (1995), hypertension (1990's), skin cancer (2008), obstructive sleep apnea (2005), hyperlipidemia, mood disorder (hcc), mild cognitive impairment related to the patient's parkinson's ((B)(6) 2015), cellulitis of the right leg with an infected wound (2015), atrial fibrillation ((B)(6) 2016). Additionally, the following prescriptions were also noted: entacapone (comtan), carbidopa-levodopa (sinemet), amantadine hci (symmetrel), simvastatin oral, oxybutynin, tamsulosin (flomax), escitalopram (lexapro), omeprazole oral, docusate sodium (colace), polyethylene glycol (miralax), triamterene-hydrochlorothiazide, and modafinil (provigil).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.